Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9168940 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200831325, 200831159] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle had plunger movement difficult. The following information was provided by the initial reporter: the consumer had two boxes of syringes that were difficult to use. "The plungers are so tight that an accurate draw is impossible."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the plungers are so tight that an accurate draw is impossible. The returned syringe was tested and was able to draw and expel properly without any observed defects. Bd was not able to duplicate or confirm the customer¿s indicated failure. A review of the device history record was completed for batch # 9168940 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200831325, 200831159] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle had plunger movement difficult. The following information was provided by the initial reporter: the consumer had two boxes of syringes that were difficult to use. "The plungers are so tight that an accurate draw is impossible."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd insulin syringe with the bd ultra-fine¿ needle had plunger movement difficult. The following information was provided by the initial reporter: the consumer had two boxes of syringes that were difficult to use. "The plungers are so tight that an accurate draw is impossible."